Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional; however, these records were not provided for this revision surgery. Review of the available records identified the following: findings were unknown. This event is for right shoulder additional procedure for unknown reasons and is considered a serious injury as, illness or impairment which requires hospitalization, medical intervention and/or surgical intervention has occurred. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined as it is unknown why the patient was revised; however, the combination of competitor implants with zb implants is considered off-label use. The reported event is not confirmed based upon the provided information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a third shoulder procedure approximately one (1) year and one (1) month after their original implantation due to unknown reasons. It is unknown whether any devices were explanted during this procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00877. 0001825034-2024-00878. 0001825034-2024-00879. D10: item# (B)(4); lot# 528560. Item# (B)(4); lot# 562430. Item# (B)(4); lot# 380310. E1: full establishment name - (B)(6) hospital. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.